Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s pump was flipping in the pocket. It was noted that the hcp said that they didn¿t suture the pump in the pocket during the original implant but did at the revision. It was also noted that the hcp spliced on a new pump segment because the original was twisted. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue and that it was unknown if diagnostics/troubleshooting was performed. A catheter revision was done as surgical intervention taken to resolve the issue. It was noted that the representative was called about the case after the patient was already in surgery. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.